Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during advancement/positioning interaction with the moderately calcified, mildly tortuous and 80% stenosed anatomy resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/deploy the stent; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with moderate calcification, mild tortuosity and 80% stenosis. Pre dilation was performed by a 6x80mm armada balloon. The 6x150mm absolute pro ll was advanced and the stent prematurely deployed partially in the target site and in the common femoral artery. Therefore, a 5.5x100mm supera stent was implanted in the sfa. There were no adverse patient effects and no clinically significant delay. No additional information was provided.